Event description:
A surgeon reports that a patient underwent intraocular lens (iol) implantation in 1997. Patient complained of unclear vision and monocular diplopia. A degree of posterior capsule haze and glistenings were noted upon examination. The patient underwent a yag capsulotomy in 2001 to see if symptoms resolve. The patient's visual acuity (va) was 20/25 in april, 1998. The patient's va on the day of the capsulotomy was 20/25. The surgeon is considering a lens exchange. The association between this report and the iol is not known.